Event description:
The consumer was getting out of bed when the bed allegedly continued to raise, causing him to twist and set back his recovery.

Manufacturer narrative:
User contacted a company representative stating he was getting out of his bed, and the bed continued to raise. No history to suggests a product problem. Nature of complaint suggests user inadvertently engaged the functioning pendant while getting out of their bed. MDR filed as a conservative measure.